Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue that device had a user dose rate change (mcg/min to mcg/kilo/min).

Event description:
It was reported that the pump module had issues with pain drips. Nurses do mcg/min and the pump is showing mcg/kilo/min,which is really stressful in a critical situation.it¿s caused errors¿ though the errors were not further specified. However, when trying to replicate the issue on a pump with the cpc the nurses had no issues programming. Nurses showed cpc an example, epinephrine would be 1mcg/min at a rate of 15ml/hr. Per their laminated ¿pump chart. This was reported to bd representatives during their site visit. There was no information on patient involvement. Additional information received: customer states there is "no further information regarding these complaints and will not be shipping any equipment."